Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set disconnected. The catheter and tubing came apart during IV contrast dye infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.